Event description:
The customer contacted stryker to report that the magnet in their device had become dislodged from the device. A loose or missing magnet may cause the device to not turn on automatically when the lid is activated. This can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The customer has been provided with a replacement lid and battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.